Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was squirts during priming. Customer's blood glucose level was unknown. The customer stated that buttons was hard to press as well as random no delivery alerts and back-light was dim. Customer was declined to troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test, occlusion test and self test. No backlight or a33 error noted. (B)(4).